Event description:
Hamilton medical ag received the following incident description from the partner: during the preop calibration the display showed panel connection lost and invalid serial number messages.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** no UDI required, device was manufactured 06.01.2014.

Event description:
Hamilton medical ag received the following incident description from the partner: during the preop calibration the display showed panel connection lost and invalid serial number messages.